Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose and a few hours later, her glucose level dropped. Troubleshooting was performed. The basal, bolus, and daily totals were correct. Ran a fixed prime test and passed. However, the insulin pump failed the displacement test twice. No further info was provided.